Event description:
It was reported that the impactor broke during implant insertion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item # 20809000902, comp aug rotate guide&bone rt, lot # 67998198; item # 20809000802, alliance glen guide & bone rgt, lot # 67998199; item # 406669, stn pn thd tip .125x2.5in 2pk, lot # 67632049; item # 405800, comp. Rev shldr 9 in steinmann, lot # 67826783; item # 405889, comp rvs 2.7mm dia drl, lot # 67839747; item # 110040202, compr aug 2.7 drill, lot # 67743906; item # 406669, stn pn thd tip .125x2.5in 2pk, lot # 67632056; item # 110032410, comp aug mini bsplt w tpr sm, lot # 67004796; item # 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 67627329; item # 180550, comp aug rotate guide&bone rt, lot # 67652823; item # 180550, comp aug rotate guide&bone rt, lot # 67730703; item # 180550, comp aug rotate guide&bone rt, lot # 67652836; item # 180550, comp aug rotate guide&bone rt, lot # 67730715; item # 115310, comp rvrs shldr glnsp std 36mm, lot # j8071646; item # 113632, comp primary stem 12mm mini, lot # 67706210; item # 110031399, hmrl tray std, lot # 67731025; item # 110031418, cr prolong 36mm brng std, lot # 67685371; product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.